Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: not reported, sn: not reported) stem; (cn: 02-012-35-4009, sn: not reported) logic tibia ps mod insrt sz 4 9mm; (cn: 02-012-45-4030, sn: not reported) logic tibial fit tray cem sz 4f / 3t; (cn: not reported, sn: not reported) patella.

Event description:
Index surgery: (B)(6) 2018. Revision due to infection. Patient who is diagnosed with periprosthetic infection on (B)(6) 2018, two washes are performed + antibiotic management; in a medical meeting it is decided by the severe commitment on (B)(6) 2018 to remove the prosthesis + mechanical extramedullary arthrodesis + external fixator, on (B)(6) 2018 presents pe managed with full anticoagulation, for the closure of the skin is used vac system given comorbidities (morbid obesity bmi 45, diabetes, hypertension) that hindered healing, leaves on (B)(6) 2018 in joint management with wound clinic and internal medicine, antibiotic, anticoagulation with warfarin and physiotherapy; on (B)(6) 2019, external fixator was removed without complications, with antibiotic management and pain management patient not continue in protocol. Patient has withdrawn from the study.

Manufacturer narrative:
Section h10: (d11) concomitant devices: (cn: not reported, sn: not reported) stem (cn: 02-012-35-4009, sn: not reported) logic tibia ps mod insrt sz 4 9mm (cn: 02-012-45-4030, sn: not reported) logic tibial fit tray cem sz 4f / 3t (cn: not reported, sn: not reported) patella (h3) the engineering evaluation noted the revision reported in case-(B)(4) was likely the result of infection. Although the revision date occurred within 6 months of the original date of surgery, no serial/lot information was provided. Therefore, a review of DHR or sterilization records could not be conducted. Superficial or deep infection is covered under general surgical risks in the optetrak comprehensive knee system IFU 700-096-004 rev. N. According to the information provided, the patient was morbidly obese with a bmi of 45, diabetic, hypertensive, and smoked for 30 years. Contraindications include, but are not limited to, patients whose weight, age, or activity level might cause extreme loads and early failure of the system.